Event description:
It was observed during the device inspection that bronchovideoscope had no image upon angulation. There were no reports of patient involvement.

Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to electrical/electronic components. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.